Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose rose to 178 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (leg). The pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Pain and swelling at the infusion site were also reported. As treatment, a bolus was administered, the pod was removed, and a new pod was applied.